Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection which confirmed the reported damage to the device connector. The reported lot number could not be verified; therefore a review of manufacturing records could not be conducted. Complaint information will continue to be monitored.

Event description:
It was reported that the patient connector was damaged and deformed. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.